Event description:
The following report was received by medtronic (covidien): injected dead space of marathon catheter with dmso then began injecting onyx 18 after about .4 onyx injection stopped to do angio. Began injecting onyx again with little to no resistance observed and noticed catheter ruptured at proximal location. The pause within injection was approximately 2 minutes. There was very little reflux 5mm at the most. The part of the catheter that ruptured was in the 044 dac (distal access catheter) made by codman. The catheter was pulled and another marathon catheter was used. There was no medical intervention required and no patient injury was reported. Product was used as per the IFU. There was no medical intervention required and no patient injury was reported.

Manufacturer narrative:
Additional information: this report was created to capture the events related to the onyx. The device will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined. The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. Information received from the same report as MFR: 2029214-2015-00432. (B)(4).

Manufacturer narrative:
Upon examination of the marathon catheter the customer's report of catheter rupture with onyx was not confirmed, as no ruptures were found within the catheter.(B)(4).